Event description:
It was reported the charger can no longer communicate with the ipg. A replacement charger was sent to the pt to help resolve the issue but was unsuccessful. X-rays were taken and revealed the ipg is at the angle or titled. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.